Manufacturer narrative:
A partial lead measuring 11.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during a device upgrade externalized conductors were observed on the rv lead. The lead was capped and replaced on (B)(6). The patient condition was fine.

Manufacturer narrative:
Correction for event date. Correct event date should be (B)(6) 2017.